Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer also reported that the insulin pump got into water and then it was not working and received an open book image on the screen. There was no other alarm reported. The insulin pump will not be returned for analysis.